Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler and cycler set. Additionally, there are no allegations of a device malfunction or deficiency or cycler set leak or defect reported for this event. All pd patients are at an increased risk for infection due to a compromised immune system and dialysis techniques increasing the potential of microbial contamination. The culture result of enterococcus faecalis, a normal inhabitant of the gastrointestinal (gi) tract, usually results from touch contamination or some gi source. Based on the available information and the lack of any allegation of a malfunction or product deficiency against any fresenius product, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis in (B)(6) and was treated with antibiotics. Upon follow-up with the peritoneal dialysis registered nurse (pdrn) it was reported the patient presented to the pd clinic on (B)(6) 2019 with complaints of cloudy pd effluent and abdominal pain. A pd effluent culture was obtained and resulted positive for enterococcus faecalis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and fortaz (dose, frequency and duration unknown). The patient continued pd therapy utilizing continuous ambulatory peritoneal dialysis (capd) during the treatment period. The patient returned to utilizing the liberty select cycler once the antibiotic therapy was completed (unknown date). The patient did not require hospitalization for the event. The patient was seen at the pd clinic on (B)(6) 2019 for a repeat culture (results not available) and his pd effluent was clear, and all symptoms had resolved. The pd nurse reported the suspected cause of the peritonitis to be gastrointestinal in nature and stated that it was unrelated to the use of the liberty select cycler and cycler set.